Event description:
It was reported that the xenon light source exhibited error b30. The issue occurred during set up and inspection before patient in room. The device was inspected prior to use. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, g1, h2, h4, h6 and h11. The device was not returned to olympus for inspection. The customer contacted olympus technical assistance support (tac) and troubleshooting was performed. The customer informed tac of the event. The device was recommended to be returned to olympus for evaluation. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.